Manufacturer narrative:
Additional information provided by a Clinical Representative confirmed that the procedure was performed independently by the user without Noah Clinical Representative support present. The user was reportedly navigating to the second nodule when the patient began to deteriorate. It was reported that the bronchoscope was believed to have entered the thoracic cavity, reportedly confirmed by white light visualization of the pericardial sac and thoracic cavity. The reported unexpected forward movement was attributed to built-up tension while driving, which led to bronchoscope advancement. High Insertion Force and Unexpected Scope Shape alerts were reported prior to the forward movement. The patient received chest compressions for approximately two minutes, and return of spontaneous circulation was achieved after approximately two minutes. No defibrillation was performed. A drainage chest tube, believed to be a Rocket catheter, was placed on the left side due to pneumothorax. No additional surgical or interventional management was reported. The patient was admitted to the ICU. After two days, the pneumothorax remained unresolved and the patient was admitted back to the ICU. Additional information confirmed that the patient passed away, however, the date of death and cause of death were not provided. The physician attributed the cardiac arrest to air in the thoracic cavity from bronchoscope advancement. The available information does not clearly provide a separate physician attribution for the pneumothorax, however, the left-sided pneumothorax was reported after suspected thoracic cavity access and required drainage chest tube placement. Concomitant devices included a needle and forceps, with possible cryo use, brand names were not recalled. Lesion size and dimensions were unknown. The bronchoscope was discarded and was not returned for investigation, therefore, device return evaluation could not be completed. System and Bronchoscope manufacturing records were reviewed and found no issues associated with this event. Manufacturing records confirmed the bronchoscope passed final QA/QC prior to release. Video and log review demonstrated successful system initialization, registration, navigation, and completed TiLT+ imaging acquisitions with successful target updates. Multiple Unexpected Scope Shape alerts occurred and were triggered appropriately when discrepancy distance exceeded the 35 mm mismatch threshold, and each alert was acknowledged by the user. The first alert resolved after slight retraction and was not considered a use error. For the second alert, the user slightly retracted, however, the discrepancy distance did not drop below the mismatch threshold. Each alert required affirmative user acknowledgement through an on-screen "Acknowledge" button located in the bottom-left of the display before the procedure could continue. After acknowledging the second alert, the user continued navigation while the bronchoscope remained in a potentially buckled state, which is consistent with use error. Continued navigation under this condition was followed by compression build-up and observed unexpected forward bronchoscope movement, likely indicating release of stored compression as the bronchoscope advanced through the parenchyma into the thoracic cavity. After the suspected thoracic cavity access event, the user selected Target 2 and proceeded toward the right lung for the second lesion, which may have increased procedural risk and contributed to the patient's subsequent clinical decompensation. A third Unexpected Scope Shape alert occurred during navigation to the second lesion and was acknowledged by the user, and log analysis confirmed the user did not retract the scope, consistent with continued navigation after a scope shape mismatch condition. The bronchoscope was later suddenly retracted to the main carina, an "Awaiting Camera Signal" message was observed, live fluoroscopy was used to assess the chest cavity, external imaging modalities were disconnected, and a Cart Brakes Disengaged alert occurred, which may correspond with the reported timing of the patient beginning to clinically decompensate. This MDR has been submitted because the patient passed away following a Galaxy-assisted biopsy procedure. The patient experienced cardiac arrest requiring chest compressions, pneumothorax requiring drainage chest tube placement, and ICU admission prior to death. No confirmed malfunctions of the Galaxy system or scope related to the patient injury were reported or observed during the investigation.

Event description:
Two days after the bronchoscopy procedure, it was reported that a patient underwent a Galaxy-assisted bronchoscopy procedure for two separate lesions located in the LUL and RUL. The initial report stated that, while biopsing the first nodule, the scope advanced unexpectedly into the thoracic cavity and the patient went into cardiac arrest requiring chest compressions when navigating towards the second lesion. The procedure was reported as completed. Attempts to gather additional patient demographics were unsuccessful.